Manufacturer narrative:
A partial lead with the connector pin measuring 6.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, noise was observed on the ventricular and atrial lead. The noise resulted in inappropriate hv therapy. Patient will be brought into the clinic for isometric testing and chest x-ray. No further information available.